Event description:
The pt was being fed using a pump. Pt's family reported the pump had dispensed more feeding solution that it should have. Out of a week's time, it overfed 2 days. The pt was on continuous feeding at 55 ml/hr. The variance was noted at the end of the day's feeding. No further details of the event were provided. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: event date given above is approximate. Rptr stated the event occurred from 01/17/2000 -01/21/2000.